Event description:
It was reported that the asymptomatic patient presented for a scheduled generator change out, during interrogation the right atrial lead exhibited noise and was occurring intermittently enough to trigger many episodes in a day. The lead remained implanted and connected with the new device. The lead would be monitored.